Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. During the investigation it was noted that evaluation verified the reported issue. During testing, it was observed that the device would not power on using either ac power or a battery. Internal inspection revealed multiple burned components on the monitor board. The monitor board was replaced to resolve the issue. A new auxiliary power supply will be sent to the customer. It is recommended the customer removes the power supply from this event out of service. No emerging trend based on similar reports.